Manufacturer narrative:
Customer reported that a pyxis anesthesia es system powered down during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and determined that the uninterruptible power supply unit was not providing power to the station. The field service engineer plugged the pyxis anesthesia es station directly to the power source, bypassing the ups to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system powered down during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-may-2021 to 09- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the uninterruptible power supply (ups) had failed. The field service engineer implemented bypass on the anesthesia station connected directly to station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system station got powered down during surgery. Additional information was requested but not provided. There were no adverse events or injuries reported based on this event.